Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure. Visual inspection: visual examination has shown that the part was received back with some scratches and dents, but otherwise the article is in a good condition. Functional examination has shown that we have received the part with locked transport-struts, the middle transport-strut does function as intended, the transport-strut with the red ring is blocked in locked position. It was possible with a hard, jerky pressure, to resolve the blocking. Additional examination: additional examination: by further evaluation we found out that the reported issue is covered by an already launched nc, where a manufacturing error on the thread-pitch got recognized, which affects the lower transport-strut if it wants to be moved when in locked condition. Inspection of the received information/evidences are done or will be done, in the proceedings of the nc. If more information is provided, the case will be reassessed.

Event description:
As reported: "during surgery, it was noticed that the shutter of the hoffmann lrf strut was blocked and could not be moved. The affected product was new and error could not be solved. Replacement was available."